Event description:
It was reported that a bd safetyglide¿ shielding hypodermic needle had a plunger that was not level with the scale markings. Spray also came from the plunger during use. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause description: a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safetyglide¿ shielding hypodermic needle had a plunger that was not level with the scale markings. Spray also came from the plunger during use. There was no report of exposure, serious injury, or medical intervention.